Event description:
In 2009, the lay-user/pt contacted lifescan (lfs) alleging that the one touch ultra meter is giving inaccurate erratic readings. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. The pt manages her diabetes with diabetes oral medical, diet, and exercise. In 2009 at 5 pm, the pt reported blood glucose results of "202 and 202 mg/dl" with a lifescan meter, performed within 10 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20% and/or <=20 mg/dl. The pt did not take any action in regards to diabetes treatment at the time of concern. Reportedly, 30 minutes later, the pt developed symptom of sweating. The pt did not receive any treatment for acute complication of diabetes. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abate, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before or sometime after the aforementioned symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the testing technique was not correct, the puncture area was cleaned appropriately, the blood samples were taken from approved testing sites, and the reported meter readings were confirmed in the meter's memory. The pt retested during troubleshooting, and obtained reading of "158 and 165". Based on statistical methodology, the calculated difference of these glucose results does not exceed the expected value of <=20% and/or <=20 mg/dl. This complaint is being reported because the pt claimed she had symptom that can be suggestive of hypoglycemia 30 minutes after product issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them, and inform FDA of product(s) that do not pass inspection in a supplemental report.